Event description:
Pt on dialysis 7 hr 10 min when venous line disconnected from venous catheter limb. Pt was sitting upright, a. R entered venous limb of catheter. Catheter line clumped all appropriate actions immediately taken. Lds, o2, CPR, 911. Md at facility within 15 minutes. Pt transported to hospital via paramedics with rhythm, pt regained consciousness and admitted to hospital. MFR # 8030665-2004-00067.